Event description:
Reference number (B)(4). Event occurred in the united states. On 17-june-2024, it was reported by the patient that she receive an alarm. In troubleshooting blockage was found in the tube. No further information was available.